Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that the right sided implantable neurostimulator was draining almost immediately after a full charge. The patient is scheduling an appointment with the health care provider so that they can check the implantable neurostimulator and the lead to determine if they are operating as intended. The patient reported a sudden general pain starting in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.